Event description:
A customer reported that the unit is under powered and had to double the power to complete photocoagulation procedure. There were no delays and no pt harm reported.

Manufacturer narrative:
The customer called the company service rep to assist with troubleshooting. The company service rep advised the customer to order a new optic fiber assembly. The customer ordered the optic fiber assembly part. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).